Event description:
Healthcare professional reported "a right side rupture and a left side implant exchange with no complaint against the device." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, underweight, broken shell and yellow biological tissue in the shell. A visual and microscopic analysis was performed which identified, sharp broken on posterior, wear abrasion and crease fold. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a sharp broken on posterior assessed, as an unidentified (tear) opening.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported "a right side rupture and a left side implant exchange with no complaint against the device." Device remains implanted.